Event description:
A home patient reported cracked minicaps. Per home patient, the cracks were noted below the finger grip area of the cap. Per home patient, no pt injury or medical intervention was associated with these incidents.